Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. The patient stated one of the homechoice cassette lines separated from the solution bag. The renal therapy service agent (rtsa) had the patient close all the clamps and cycle power to the homechoice. The rtsa explained the alarm to the patient and advised they would need to end therapy and start over with new supplies. The patient stated they had not seen any damage to the over pouch or supplies while setting up for therapy. The patient stated the connections had appeared secure; they were unsure how the disconnection had occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.